Event description:
The customer reported via email that the insulin pump had a keypad anomaly. The up arrow button on the insulin pump would stick. She had to change the insulin pump's battery frequently. She also had to restart the rewind process to complete it. Condensation was inside the insulin pump's screen. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.